Event description:
As reported, the puncture needle inside the 11cm avanti + trans-radial kit package was not secured properly. It was noted to have penetrated the package and was noted to have stuck the surgeon hand while being sterile. The device was not opened when this occurred. The procedure was completed with the use of a new sheath. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sales rep confirmed that the complaint product was discarded by the hospital. The hospital found an intact product which has the same problem and gave it to the distributor for return.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the puncture needle inside the 11cm avanti + trans-radial kit package was not secured properly. It was noted to have penetrated the package and was noted to have stuck the surgeon¿s hand while being sterile. The device was not opened when this occurred. The procedure was completed with the use of a new sheath. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sales rep confirmed that the complaint product was discarded by the hospital. The hospital found an intact product, which has the same problem and gave it to the distributor for return. An un-opened unit of ¿si avanti+ transrad kit 11cm¿ was received inside the original tray packaging. The device was inspected without being removed from the original packaging and three (3) punctures/holes were observed on the tyvek that could be related to the reported compromised sterility. Additionally, the needle was found out of the expected position inside the tray packaging and the cap of the needle was not in its proper position. A high-magnification analysis was conducted to evaluate the surface of the tyvek, revealing three punctures/holes. The complaints reported as ¿packaging/pouch/box - compromised sterility - sterile barrier breached, ¿packaging/pouch/box - compromised sterility - sterile barrier breached and injury associated with device¿ could not be confirmed because the device associated with this event was not returned and images of this device were not provided. However, the events ¿packaging/pouch/box - device not secure¿ and ¿packaging/pouch/box - compromised sterility - sterile barrier breached¿ were confirmed for the device that was returned. The needle was found out of place inside the sealed package and puncture holes were noted in the tyvek. The exact cause of the reported failure could not be conclusively determined during the analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ based on the available information and product analysis, the cause of the needle out of place, could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, the puncture needle inside the 11cm avanti + trans-radial kit package was not secured properly. It was noted to have penetrated the package and was noted to have stuck the surgeon hand while being sterile. The device was not opened when this occurred. The procedure was completed with the use of a new sheath. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sales rep confirmed that the complaint product was discarded by the hospital. The hospital found an intact product which has the same problem and gave it to the distributor for return.